Manufacturer narrative:
(B)(4): the product has been requested for return but has not been received. (B)(4)

Event description:
The distributor reported an incident in which a (B)(6) blind female patient was attempting to get out of her bed at 7:30 am prior to the arrival of her private nurse, but fell, striking her head on the bedside table and broke her hip. The facility reported that they heard a thud and went in to check on the patient. They found her on the floor by her bed and the alarm unit was on however; they reported that the alarm didn't sound. The patient's bed had split side rails with the head rails up and the foot rails down allowing patient access in and out of the bed from midpoint of the mattress to the foot of the bed. The patient was taken to a hospital and subsequently passed away five days later. The patient was blind, had extensive medical problems and was highly agitated.